Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that their iqc and eqc had been good so they were assuming that this "discordant" result was a flier. Siemens field service engineer has provided the new testpak and calpak lots. The lab has run all three quality control levels for a full week and there has been no issue. The cause for the discordant troponin results is unknown.